Event description:
It was reported that an 21mm aortic valve and a 25mm magna mitral valve were explanted after an implant duration of approximately 5.5 years. The reason for the explants were aortic valve stenosis and mitral valve regurgitation due to accelerated calcification on the valves' leaflets, which appeared thickened and with restricted motion. The explanted devices were replaced with a 23mm aortic bioprosthetic valve and a 25mm mitral valve. The patient, a (B)(6) female, has been discharged. Devices not available for return. This report addresses the explanted mitral valve.

Manufacturer narrative:
DHR review. The explanted device was not returned to manufacturer. Without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.